Event description:
It was reported that a pump experienced system error 105 - pic motor error alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming evaluation confirmed device received inoperable due to reported symptom of "device is alarming system error 105" caused by a failed motor. Motor assembly were replaced.